Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer had failed and required maintenance. The field service engineer removed the back panel and found medication jammed behind the drawer. The drawer was opened, the medication was removed, and the sensors were cleaned. The back panel was replaced, and the station was powered on. The customer logged in and successfully recovered the drawer and refilled it. The medstation functioned as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 6 requires maintenance, unable to open in recovery process. The customer reported that issue occurred when dispensing medications and there was delay in patient workflow. There were no adverse events or injuries reported based on this event.